Event description:
The customer reported that the analyzer produced unexpectedly high potassium results intermittently. A system enhancement has been added to the analyzer to address this issue. There was no pt harm as a result of this occurrence.